Event description:
It was reported that the patient presented to the hospital for a follow-up on 11 oct 2022 with syncopal episodes. Upon examination of the pacemaker, it was noted that pacemaker could not be interrogated and there was loss of cardiac pacing. The magnet was unresponsive as well. No programming changes were made to the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of no low voltage output, failure to interrogate and premature depletion was confirmed. No data could be obtained from device image and no field data was available. Device was at end of life (eol) level when received. Device was cut open and electrical testing performed, high current from the integrated circuit was noted during electrical testing. No anomalous component could be found as the cause for the high current.

Event description:
New information received notes the pacemaker experienced premature discharge of battery and was explanted and replaced on (B)(6) 2022. There was no magnet response. The patient was in stable condition.

Manufacturer narrative:
Additional information: b2, b5, d6b, h6.